Event description:
The account alleged the cardio pulmonary resuscitation will not lower the head section. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.